Event description:
During case it unlocked and head moved. There was patient injury and surgery delay reported. Additional information received from the customer on (B)(6) 2017 with the following: during positioning of the patient for a craniotomy, prior to incision, the lock on the skull clamp failed causing the rocker arm to swivel and the patient to fall through the clamp. The patient was positioned prone. Integra disposable adult skull pins (a1072; lot number w1608027) were used. The length of time the product was in use before the event occurred was less than 5 minutes. The patient incurred a full thickness scalp laceration that was sutured/stapled. The device was pulled from service and replaced. Patient outcome was unknown.

Manufacturer narrative:
Investigation completed 08/24/2017. Reported failure unconfirmed, no problem found during inspection of unit. Therefore, no root cause could be determined.

Manufacturer narrative:
Investigation completed 4/28/17. Method: device history. Trend analysis. Device history record reviewed for product ID 40a3059 work order 1671909 serial # (B)(4) a total of (B)(4) were manufactured on 09-26-16 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for this reported failure and or related to "it unlocked and head moved", shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: no root cause analysis performed, unit not being returned until approval received from risk management department.